Manufacturer narrative:
(B)(4). The complaint bc191 infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in tennessee reported via a fisher & paykel healthcare (f&p) representative that the bc191 flexitrunk infant nasal tubing was damaged. There was no patient involvement.

Event description:
A healthcare facility in tennessee reported via a fisher & paykel healthcare (f&p) representative that the bc191 flexitrunk infant nasal tubing was damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned complaint bc191 device revealed that the evaqua material was damaged between the 2nd and 4th spiral near the circuit connectors. It was also revealed that both circuit connectors were damaged. The packaging was crushed and damaged. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.